Manufacturer narrative:
Product ID 8709, lot# j0058118r, implanted: 2001 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional (hcp) reported that the patient does not have a history of blood pressure issues. It was clarified that "seized up" meant that the patient became very rigid and spastic.

Event description:
It was reported that the patient had an issue where an air bubble was in the pump. The event occurred 3-4 years prior to report. The patient had blood pressure ¿going through the ceiling¿ and started seizing up. It was noted that within 3 hours the patient got a pump refill and that helped resolve the issue. The pump was used to infuse an unknown type of drug at the time of event; however the therapy was indicated as (itb) intrathecal baclofen.